Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Intra-aortic balloon (iab) was inserted pre-operative for post-operative mechanical support and weaning from cpb (cardiopulmonary bypass) of a poor left ventricle patient. It was reported that during iab therapy there was a gas loss alarm at time of aortotomy for aortic cannulation and appearance of ¿air¿ in aortic cannula immediately post-cannulation. There was blood noted in the iab extension tubing. There was one attempted autofill, but this attempt failed and the iab was removed and replaced with a second iab. After removal, the first iab was inspected and a longitudinal slit approximately 5 cm was noted 5 cm from the tip of the iab. The second iab was inserted and used after the first balloon rupture and repositioned after the surgical procedure was completed and kept in to support the patient, but was withdrawn about 10 cm. The patient expired, but the death was not attributed to the device by the facility. There was no reported malfunction of the second iab. This submission is for the second iab used.